Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that all tank tubing was expanded and requires replacement on the arctic sun device. The power modular and cca card would be replaced due to an electrical overstress.

Event description:
It was reported that all tank tubing was expanded and requires replacement on the arctic sun device. The power modular and cca card would be replaced due to an electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.